Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 300 mg/dl. Customer also experienced high blood glucose level. Customer was treated with syringes. The customer had alleged under delivery because the customer was not getting the amount of insulin that she needed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will return and other device will not be returned for analysis.